Event description:
The customer reported to philips that the exhalation pressure out of range. There was no reported patient involvement.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.